Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.

Event description:
It was reported that while in operating room, the intra-aortic balloon (iab) was prepped per instruction and sheath was inserted via right femoral artery. Iab was inserted through sheath and in "proper position" per "echo" x-ray taken. Ten minutes after iab was inserted, there was no augmentation observed. Registered nurse (rn) described it as "actually negative augmentation." Md consulted with other md's and it was decided the problem was with iab. There was an attempt "to advance the balloon and withdraw the balloon" without success. Surgeon requested a new iab for insertion and 40cc redigard was inserted without difficulty; there was immediate augmentation observed. They were able to wean pt off bypass with moderate inotropic support. Rn reported that "fiberoptic wire had to be cut to remove balloon from sterile field."